Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of the CABG and mitral valve repair procedure. Exposure to electrocautery during the procedure likely caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.

Event description:
Boston scientific received information that post coronary artery bypass grafting (CABG)/mitral valve repair this cardiac resynchronization therapy defibrillator (crt-d) went into safety core mode. Technical services (ts) was consulted and recommended device replacement as soon as possible. The patient was recovering from the CABG procedure and will likely have the crt-d replaced when they have recovered. Two days later this device was explanted and a new device was successfully implanted. No adverse patient effects were reported as a result of the implant procedure.